Event description:
New information received indicated that the lead was explanted and replaced on (B)(6)2019. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing pacemaker syndrome. Interrogation revealed a significant increase in pacing impedance and capture threshold. Programming changes were made. The patient was stable.